Event description:
The customer reported via phone call that the insulin pump had a recurring motor error alarm. Customer stated that this motor error alarm had been an issue for about a month leading up to the call. The customer reported that the most recent motor error alarm occurred while she was asleep, and no priming or bolusing was taking place. Blood glucose level was 98 mg/dl at the time of the call. The customer also reported that she has an older insulin pump that received an error alarm whenever she inserted a battery. This insulin pump also returned a continuous motor error alarm and could not complete troubleshooting. The customer will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.